Manufacturer narrative:
The device reference in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determine at this time. If additional info is received at a later time or if the device is returned for evaluation, this report will be supplemented.

Event description:
Olympus was informed that at the start of an endoscopic retrograde cholangiopancreatography (ercp) procedure, the cutting wire portion of the device sparked and exploded. It was reported that the pt experienced a mild shock, but not required medical intervention. Additionally, it was further reported that the pt is in good condition.